Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. In addition to the rv lead, the patient's left ventricular (lv) lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.